Event description:
It was reported during an atrial fibrillation ablation procedure, after transeptal puncture, the patient developed a pericardial effusion. A pericardial tap was performed with a small amount of blood removed from the pericardial space. The patient is reportedly stable.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this device met mfg requirements prior to shipment. The cause for the reported pericardial effusion is unk. (B)(4).